Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a migrated talent stent graft with proximal type I endoleak. The aneurysm is currently 76 mm in diameter. It was reported that the physician inadvertently implanted an endurant 32x16x166 stent graft lower then intended which did not resolve the proximal type I endoleak. An endurant 36 aortic cuff was implanted proximal to the endurant 32x16x156 and the type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.